Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press. The customer stated that the buttons often have to be pressed more than once to respond, or she may have to use a pen to press them. Blood glucose level at the time of the incident was not provided. The customer ended the call before troubleshooting was done. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.